Event description:
Patient had the procedure 'robotic navigational bronchoscopy with retreat photodynamic therapy'. During the laser portion of the photodynamic therapy a piece of the pdt [photodynamic therapy] fiber broke off in the patient. Md was able to retrieve the broken piece of the pdt fiber and remove it from the patient.